Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) was explanted; lead perforated patient's heart and physician decided to remove and replace. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Complete lead was returned; helix fully retracted with no sign of damage or defect. Laboratory analysis did not identify any anomalies at the tip.